Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected apollo, serial no. (B)(6), was produced in july 2007, a unique device identifier (UDI) is not required.

Event description:
It was reported that during a case the device went into a ventilator failure. No injury reported.

Manufacturer narrative:
The log file analysis revealed that during the case in question the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding during these earlier investigations. The fact that the involved pcb is an universal controller pcb which is used in another functional unit of the entire device with the same hardware but without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec (B)(4). The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that during a case the device went into a ventilator failure. No injury reported.